Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they want to have the device removed because they were just told by a urologist that they have a very serious problem with their bladder that is caused from overstimulation. Patient thought it was potentially caused by the device moving, because it does feel like it has moved. Patient was desperate to get it removed safely and would like to find a doctor that can remove it. Patient asked about potential known adverse events. Reviewed information. Patient did not know if the therapy was still on or if ins battery was still functional and no troubleshooting was possible because the patient did not have batteries available for their programmer. Patient mentioned they plan to ask their son to help them use the programmer later tonight.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back to ask about MRI eligibility. Reviewed information. Patient stated they do not think their interstim system was even working anymore, meaning they believe it had reached eos. Reviewed device removal or replacement options and redirected to their doctor.